Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia x2 thereby underwent open repair with implant of ventralex st (device #1 & #2). Per operative notes, ¿the first hernia defect was identified and reduced. A large ventralex st (device #1) was placed and sutured. The 2nd inferior defect was identified and repaired with medium sized ventralex st (device #2)". (B)(6) 2012 - patient was diagnosed with gastric outlet obstruction with stricture of gastroduodenal thereby underwent open repair with excision of mesh (device #1). Per operative notes, ¿the adhesions of omentum and bowel with mesh were lysed. The balled up large ventralex st (device #1) was removed and stricturoplasty was performed. (B)(6) 2014 - patient was diagnosed with chronic wound drainage and infection thereby underwent open repair with partial excision of mesh (device #2). Per operative notes, ¿the chronic sinus tract was removed. The mesh (device #2) with purulence was partially removed. (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia x2 thereby underwent open repair with implant of ventralex st (device #3 & #4). Per operative notes, ¿the small hernia defect was identified and repaired with small ventralex st (device #3). The large hernia defect was identified and repaired with ventralex st (device #4).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. This emdr represents the ventralex st (device #1). An additional supplemental emdr was submitted to represent the ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.